Event description:
The customer alleged discrepant results generated from a cobas liat system. A customer from denmark alleged that they received potential false positive results for patients¿ sample when testing with the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas liat system. The customer reported that on (B)(6) 2021 a run generated a sars-cov-2 positive, influenza b positive result for a patient¿s sample. The patient¿s sample was retested on a different platform the seegene allplex sars-cov-2 variant pcr that returned a sars-cov-2 negative, influenza b negative result. On (B)(6) 2021 a run generated a sars-cov-2 positive result for a 2nd patient¿s sample. The patient¿s sample was retested on the seegene allplex sars-cov-2 variant pcr that returned a sars-cov-2 negative result. Patient sample was collected using tracheal secretion and copan eswab. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The positive results were reported out to the patients and/or personnel treating the patients but later corrected and reported as negative. Two (2) mdrs will be filed one for each patient as per FDA guidance.

Manufacturer narrative:
The customer's cobas liat analyzer (s/n (B)(4)) is expected for returned for evaluation. It is believed that an optical path obstruction at the time of the run may have contributed to the false positive results alleged by the customer. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update has been launched to better identify the thermal sensor errors. A new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves will be made available in due course. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ catalog number07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test product code qjr, catalog number 09211101190 and (B)(4).